Event description:
The patient reported that the pump dispensed insulin from the cartridge during the load step and emitted a "no cartridge detected" warning. The patient also noticed that the pump display appeared to be shifted.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was rewound, loaded, primed, and exercised with no alarms occurring. Review of the pump history revealed loss of prime warnings due to occlusions and multiple other loss of prime warnings.